Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) verified the device and conformed that there were no issues with the device. The system functioned as intended when the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was frequently found powered off with a black screen, indicating an intermittent power or system failure condition. There were no delay or adverse events or injuries reported based on this event.